Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was presented in the emergency room after receiving inappropriate shocks. Device interrogation revealed that the morphology and sudden onset discriminators determined vt while the interval stability determined svt. Programming changes were recommended; device remains implanted. No further information available.